Event description:
It was reported that the user injured their back while attempting to maneuver the bed when the steer lock unexpectedly disengaged. No specific information regarding possible medical intervention was reported. There was patient involvement, however the patient was not affected and no adverse consequence or clinically relevant delay in treatment to the patient was reported. Upon evaluation of the unit, no defect or malfunction was found, and therefore no correction was required.

Manufacturer narrative:
Upon inspection no defects were found with the unit, and it was confirmed that the user injury did not require any major medical intervention.

Event description:
It was reported that the user injured their back while attempting to maneuver the bed when the steer lock unexpectedly disengaged. No specific information regarding possible medical intervention was reported. There was patient involvement, however the patient was not affected and no adverse consequence or clinically relevant delay in treatment to the patient was reported. Upon evaluation of the unit, no defect or malfunction was found, and therefore no correction was required.